Event description:
Hospital tech opened the product and observed the 0.070 catheter was kinked on the distal tip. The catheter was not used in the pt and was taken off the sterile field another catheter was opened and used successfully. No pt injury.

Manufacturer narrative:
The unit was returned in ¿personal belongings bag¿ with its lot code label affixed. The report says the catheter was rejected prior to the pt contact. The unit was not decontaminated. The unit shows a flat spot between 3.5 and 4.5 cm from the distal tip. No other flaws are apparent. The DHR for this lot has been reviewed. Conclusion (other): defect noted prior to use. As per FDA feedback of (B)(4) 2009, this defect, if not discovered, could contribute to injury or death. A review of the device history record (DHR) was completed on part # (B)(4) (lot # l15401). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l15401) indicated that 100% inspection of the devices resulted in 47 rejects for visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirements.